Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) administered multiple shocks and as a result triggered end of service (eos) due to premature battery depletion. Status of the ICD is unknown. No patient complications have been reported as a result of this event.